Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the pdm was getting hot while plugged in.

Manufacturer narrative:
In the case description, the user mentioned that the controller would flash off and on randomly and was getting hot while charging. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of the controller turning on and off randomly. Inspection of the log files found the battery temperature to stay below the upper limit of 40 degrees c. No evidence of thermal exposure or the controller getting hot while charging were observed in the logs. The controller was found to function as intended based on the log files. Though the controller was found to function as intended based on the logs, it cannot be conclusively determined if the controller got hot during charging based on the logs. The exact cause of the reported thermal event could not be determined.